Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6) 2017: the customer reported no additional occlusion alarms occurred. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 179mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended.